Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, discrepant results were obtained. Patient tested twice and received one positive and one negative result. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: customer stated he took two test and one came back positive and one was negative.

Manufacturer narrative:
H6 investigation summary : this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿one was positive and one was negative.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, discrepant results were obtained. Patient tested twice and received one positive and one negative result. There was no report of patient impact. Eua (B)(4). The following information was provided by the initial reporter: customer stated he took two test and one came back positive and one was negative.